Event description:
It was reported that a patient underwent a rotator cuff repair procedure on (B)(6) 2012 and suture was used. While closing the rotator cuff the tip of the needle broke off into the patient. No x-rays were performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.